Manufacturer narrative:
Eval: no product was returned to assist with our investigation. Therefore, we are not able to determine with cartainty how/why separation may have occured at this time. Our qc dept inspects the outside surface of the bond for this device with a microscope, confirming there are no bond separations in either the tip or shaft areas 100% prior to further processing. Nevertheless, the appropriate individuals have been notified of this matter and we will continue to monitor for similar reports.